Event description:
The reporter stated the surgeon inserted an aq2003v three piece silicone lens. The surgeon noticed film on the lens after it was inserted into the pt's eye. Surgeon decided to remove lens, he cut out the lens. No widen incision, no suture required. Another staar lens was implanted.

Manufacturer narrative:
(B) (4). Lens work order search. Results: a lens work order was performed and no similar complaint was found within the same order. (B) (4).